Event description:
Ten minutes after application of bone cement while undergoing hip replacement surgery, pt's blood pressure dropped suddenly and pt expired on same day. Cause of death was pulmonary embolism.